Manufacturer narrative:
Implants regio 13 and 23 fractured. Construction was an implant retained removable prosthesis placed on the implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implants and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.